Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, and 99% stenosed mid to distal right coronary artery (rca). A non-abbott balloon catheter was being advance to the lesion for pre-dilatation but could not cross. A 1.2 x 6 mm trek rx balloon catheter could not cross the lesion to the distal end of the lesion so the balloon was inflated in the proximal end of the lesion and it ruptured during the first inflation at 8 atmospheres. A 1.0 x 8 mm non-abbott balloon was then used for pre-dilatation of both the mid and distal rca. Additional pre-dilatation was performed with a 2.0 x 15 mm and 2.5 x 15 mm trek balloons and the procedure was successfully completed by placing a stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, xt-r; guide cath: launcher 7f jr4sh. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.